Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient dilaudid, dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient reports the catheter not working. The diagnostics and troubleshooting performed was a dye study was done and they were unable to aspirate the catheter. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the patient was being referred for a catheter revision. Surgical intervention did not occur but was planned although it had not been scheduled. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported they acquired the patient in (B)(6) , where the patient noted they have "never had pain relief from pump", and was considering replacing the pump. It was noted that the drug from (B)(6) was dilaudid 0.7mg/ml at a dose per day of 0.04994 mg/day. It was noted the patient was scheduled for the pump to be replaced in (B)(6) since their elective replacement indicator (eri) was coming up, but with covid-19, they rescheduled the pump replacement for (B)(6) . It was noted that in preparation for pump replacement on (B)(6) 2020, they programmed the pump to minimum rate with a concentration of 1mg/ml, and then did a dye study on (B)(6) 2020 which showed that the catheter was not patent. It was noted the patient was calling the clinic asking to fill the pump before their replacement. The reason the hcp called was to ask if it was worth it to fill it since they notice end of service (eos) occurred on 2020-apr-06. It was reviewed the pump was no longer infusing since eos occurred, so there would be no point to fill and eos pump. It was discussed that since the patient has been at minimum rate since (B)(6) in preparation for replacement, they could consider non-pump medications. The event date was updated to (B)(6) (implant date). No further complications were reported.

Event description:
Additional information was received from a healthcare provider via a company representative on 2020-may-18. It was reported that upon opening the spine during surgery, it was noted that the catheter tip was not lodged in the intrathecal space. The catheter was then replaced in its entirety. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.